Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 3.00 x 20mm stent delivery system was returned for analysis. The device was returned without a stent and the balloon was in a deflated state. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement specification. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded. A visual and microscopic examination of the tip showed no tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25nov2021. It was reported that stent detachment occurred. The 92% stenosed target lesion was located at the moderately tortuous and severely calcified p-left anterior descending artery. A 3.00 x 20mm synerygy xd drug eluting stent was advanced for treatment. However, it was noted that the physician tried to insert synergy xd 3.0*20mm into lad-p lesion but it failed to cross due of severe calcification. The procedure was completed with another of same device. There were no patient complications and the patient condition was stable. However, returned analysis revealed that the stent dislodged.